Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure, the patient experienced a csf leak due to a dural puncture. When the physician inserted the epidural needle, the system was implanted and the patient experienced headaches postoperatively. A blood patch was performed and the patient's symptoms resolved. The patient has effective stimulation.